Manufacturer narrative:
4307 : isi received the stapler instrument involved with this complaint and completed the device evaluation. The reported failure of "piece of stapler sheath came off" was confirmed. The sheath was found torn off of the instrument. The torn piece was returned, measuring 0.355" x 0.186". No other damage was found.

Manufacturer narrative:
The stapler instrument has not been returned to isi. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because the fragment from the stapler instrument fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
During a da vinci assisted pulmonary wedge resection, a small piece of the sureform 60 stapler came off and was noticed by the pa in the cavity of the patient. It was retrieved and was sent in a box along with the stapler in reference. The procedure was completed as planned, with no injury reported. Isi followed up with the initial reporter and confirmed that the broken piece of plastic that came off the stapler. The surgeon did not know what caused the issue. They did not know how long the instrument was in use before the issue occurred or if the instrument made contact with another instrument during the surgical procedure. The surgical tech had checked the instrument while loading the staple load but did not recall seeing the piece missing. They had removed the instrument once during the procedure to check if the piece came from that instrument. The fragment was retrieved in the same procedure. The patient did not return to the hospital due to any post-surgical complications. The reporter confirmed that the entire stapler and the piece that came off was being returned to isi. There was no stapler sheath involved and the fragment which fell off was part of the stapler.